Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver damage/disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver damage/disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed the following from an external and internal inspection included dust-like contamination at the air inlet of the blower box, dirt-like contamination on the top enclosure and was unable to get care orchestrator information. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown was not observed , manufacturer confirmed the presence of multiple contaminants are not consistent with degraded sound abatement foam in the findings were most likely from an external source and was not able to confirm the complaint or address the symptoms specified. In box h: device eval. By mfg? ,device) problem code grid ,evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. In box d: device serviced by 3rdp?, device avail. For eval? And date returned has been updated.